Event description:
It was reported that a pump displays a constant "air in line!" Alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was received inoperable due to a constant reload set alarm. The evaluation did confirm the ultrasonic sensor reading to be below specification. A low ultrasonic sensor reading will make the device more sensitive to air in line alarms. Further evaluation found the low ultrasonic sensor reading caused by an unsecured processor printed circuit board (pcb) which has created an intermittent connection of the processor pcb and the upstream sensor flex. Review of the device history log cannot confirm that the pump alarmed for "air in line!". The connection was secured and the device performed within specification.